Manufacturer narrative:
Qc was in specifications in early 2008. Customer re-ran qc after the event and all 3 levels were out of specifications high. A system check performed on six days earlier was within specifications. No errors were posted to the event log. The samples were collected into bd, plastic, 4 ml pst tubes and were centrifuged at 3,600 rpm for 6 minutes at room temperature. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab: per the fse notes: weekly maintenance was performed on the same day. Aspirate probes were changed and the system check passed. There was a slight shift up of qc in late 2007. The fse inspected the instrument and discovered that one of the aspirate probes was completely occluded. The fse replaced aspirate probes, performed vacuum jar modification, and verified alignments. The fse conducted diagnostic and precision testing using accu tni qc level I reagent and all results passed within specifications. The fse made recommendations to extend centrifugation time for stat specimens. The fse also recommended to ensure that daily clean is performed daily, and a special mid-week clean is run weekly. Blocked aspirate probe may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument for four (4) patient samples. The initial accu tni results were: 0.515 ng/ml, 0.502 ng/ml, 0.539 ng/ml, and 1.394 ng/ml for patients a to d respectively. The results were reported out of the lab. The customer re-ran all 4 patient samples on a different instrument in their lab for accu tni and obtained lower results: 0.011 ng/ml, 0.010 ng/ml, 0.017 ng/ml, and 0.090 ng/ml for patients a to d respectively. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.